Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, vaginal vault prolapsed, enterocele. It was reported that the patient had the concurrent procedures of a vaginal vault suspension to the uterosacral ligament bilateral, enterocele repair with mesh, rectocele repair, and cystoscopy performed during mesh implantation. It was reported that patient underwent excision of mesh on (B)(6) 2006.

Manufacturer narrative:
It was reported that the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, and neuromuscular problems. (B)(4).